Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the distal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement to the lesion. The procedure was completed using a non-medtronic stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 11th and 12th distal stent wraps with struts raised. No deformation was evident to the distal tip. Deformation was evident to the distal shaft from 5.5cm to 6.5cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.